Event description:
It was reported that during an unknown procedure, the titanium tip of the scalpel was broken during the procedure. The broken part did not fall into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. The analysis results found that the device was received with the blade discolored (burn marks) due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (burnt area).this failure was possibly caused from activation of the device while clamped without tissue being present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them.